Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited on-site and found that the pc workstation in the control room could not turn on. Upon troubleshooting, the fse found that the actual problem was, the flex spot monitor was not displaying. The flex vision pc was normal, and all control could be done via flex vision. The fse tried to check the flex spot pc via pc diagnostics and found it to be normal. The fse tried to reinstall the software for the flex spot, which was successful, but the problem persisted. The issue was resolved in a follow-up case, where the fse replaced the display port converter on the additional flex spot monitor. After the replacement of the flex spot monitor, the system functioned normally, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.